Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 an eye care provider (ecp) from the (B)(6) called to report a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue oasys 1-day brand contact lenses. The pt was referred to a hospital and the optometrist advised the pt not to wear contact lenses for a month. The pt was prescribed antibiotics, no additional information was provided. On 02aug2018 a call was placed to the reporting ecp by the affiliate and additional information was provided: the event date was (B)(6) 2018; the affected eye is the od; pt experienced pain and tearing; the pt has informed the ecp that the hospital advised the pt it was ok to return to lens wear. The ecp did not have any additional information regarding the event or treatment. The ecp has a follow-up visit scheduled with the pt on (B)(6) 2018. On 20aug2018 additional information was requested from the affiliate, but no new medical information was received. The lot number was not available, and it is unknown if the suspect lens is available for return. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.